Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, the tip of the instrument got broke and was detached from the device. Nothing fell into patient's cavity. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was not returned. The device was heavily used. The reported condition was confirmed. The radio-frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The in vestigation identified the root cause of the reported event to be user. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.